Manufacturer narrative:
Iris field service engineer evaluated the instrument and observed the probe leaking from the bottom. The fse found the color clarity and specific gravity module (cgm) tubing was dripping wash solution. The fse replaced the cgm tubing to correct the leak. The fse ran controls and the controls passed, the system was operational. (B)(4).

Event description:
The customer has a contained leak coming from above the probe. There were no erroneous results generated or reported out of the lab.